Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose was 40 mg/dl at the time of incident and current blood glucose was 193 mg/dl. Customer's other blood glucose level was 208 mg/dl. The customer did not provide details on symptoms related to the low blood glucose levels. However, customer was treated for their glucose levels with food. Customer reported that sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 208 mg/dl and the sensor glucose was 56 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 56 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer states the drive support cap appears normal. Customer troubleshoot was performed for low blood glucose level. The insulin pump will not be returned for analysis and sensor will be returned for analysis.